Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.     A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error code occurred due to a communication failure caused by a faulty connector.   The event can be [detected/prevented] by following the instructions for use, which state: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿   olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a chipped connector tip, noisy image due to a faulty charged coupled device, and a grinding noise from the lens coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd autoclavable camera head exhibited an incompatible scope and scope communication error code. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.